Event description:
A report was received that the recently implanted patient was experiencing fever and the incision was very red. The patient was in the emergency room (ER) and was treated with keflex injections. The patient was positive for staphylococcal infection at the ipg site and it was grossly infected. The patient was prescribed oral antibiotics. The physician confirmed that the staphylococcal infection was related to the procedure. The ipg site was irrigated and debride. The patient underwent an explant procedure out of precaution.

Event description:
A report was received that the recently implanted patient was experiencing fever and the incision was very red. The patient was in the emergency room (ER) and was treated with keflex injections. The patient was positive for staphylococcal infection at the ipg site and it was grossly infected. The patient was prescribed oral antibiotics. The physician confirmed that the staphylococcal infection was related to the procedure. The ipg site was irrigated and debride. The patient underwent an explant procedure out of precaution.

Manufacturer narrative:
Section d4 other # field is populated with the di number. Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.